Event description:
Healthcare professional reported for right side "possible right side rupture, pain and implant removal from textured to smooth due to the concerns of the product¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device was explanted.

Event description:
Healthcare professional later reported report no rupture was noticed upon removal, un-reporting.